Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the device could not acquire 5-lead ECG. There was no negative patient impact.